Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient called back in and reported that they cannot increase the stimulation as they will feel a tingling sensation on their toes and ankles. Patient stated that they feel the electricity like they are getting shocks. Patient mentioned that they had reprogramed the ins but it did not resolved the issue resulting that they cannot use the device. Agent had patient redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient stated they have had problems since the 1st day of their implant. The pt did not have an appointment until (B)(6), and they needed some information before then. The patient reported they had 'picked up the volume' on their stimulator and described it felt like electricity. Or, if they sneezed, they felt the electricity like they were getting shocks. The patient also stated the pain had not gone away and was getting worse. The patient mentioned they couldn't get up and make their own meals, and they had to sit in a chair and had to be on their right side because the left side where the implant was so sore. The pt stated they couldn't even wear their 'underclothes' because they couldn't have anything touching the left side. The patient confirmed they had tried to decrease the intensity and had even gone all the way up as well. The pt stated it was like they were putting their finger in a socket and was like electrocution or something. The agent asked if the patient has tried turning therapy completely off for a day, and the patient stated that they just did that with one of the 'coordinators' this morning. The patient stated the coordinator told the patient that all they could do was tell the patient that it had stopped working because it was 'running out of battery' and that's the only thing they could have helped the patient with. The patient stated they had a pain pump and that was so easy but felt like they made a mistake getting the scs implant. The patient was redirected to their healthcare provider to further address the issue. The agent made an outbound call to the pt. The pt stated a manufacturer representative (rep) did reach out. The pt stated the rep 'gave them some pointers' and stuff, and the pt stated they were feeling better now. The pt stated they went slowly down to a point where they were not feeling electricity. The agent understood the pt was saying something about implant 'rejection'. The pt commented that they were 'good' when they had the pain pump put in. The pt stated the next hcp appointment was still on january 6th. No further action was needed at this time.